Manufacturer narrative:
Device analysis: the complainant did not report that the needle guide (needle within) was bent. The condition of the needle guide (needle within) is likely due to complainant handling. No further evaluation of the needle guide (needle within) is required. Due to the condition of the needle guide (needle within), the slider knob cannot be actuated to determine if the stent was returned. Functionality test cannot be performed. Slider resistance is unable to verify since the needle guide (needle within) was observed to be bent, and a functionality test could not be performed. The needle guide (needle within) was observed to be bent. The complainant did not report that the needle guide (needle within) was bent. The condition of the needle guide (needle within) is likely due to complainant handling. No further evaluation of the needle guide (needle within) is required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts "implant broken due to slider defective" during implantation in right eye. Surgery was completed with backup device. There was no eye injury.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "implant broken due to slider defective" during implantation in right eye. Surgery was completed with backup device. There was no eye injury.